Manufacturer narrative:
Age at time of event - 18 years or older device evaluated by MFR.: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that the balloon has a pinhole at the distal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel below the knee. After crossing a non-bsc guide wire, a 2mm x 40mm x 145cm coyote balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed targer lesion was located in a severely calcified vessel below the knee. After crossing a non-bsc guide wire, a 2mm x 40mm x 145cm coyote balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.